Manufacturer narrative:
The device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the pump black box showed unexplained pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was no moisture corrosion observed inside the battery compartment. The returned battery cap had stripped threads; it was unable to maintain electrical connection, duplicating the reported power issue. The returned cap was difficult to remove. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24 hour duration test; no reboots occurred during testing. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power; the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.